Event description:
The patient reported that the audio bolus button became intermittently unresponsive a week ago. He stated that he wears the pump exterior to his clothing and does not clean the pump

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the audio bolus button is intermittently responsive. There was evidence of contamination found under the bolus button key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.